Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, patient inratio: 5.0, trainer inratio: 1.1, lab: 1.2. Date: (B)(6) 2012, patient inratio: 1.2. Patient stopped taking coumadin on (B)(6) 2012 due to unspecified "other issues."

Manufacturer narrative:
Investigation pending.